Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. Unable to confirm the battery out limit alarms due to unresponsive buttons. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump recently fell into a lake and was not functioning properly. Review of the insulin pump's history showed that two button error alarms occurred. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.